Event description:
Customer stated power supply plug melted and char materials were present. No visible flames, smoke, or burning smell were reported, no visible flames, smoke, or burning smell were reported, nor was fire department called. There was no injury to user or pt reported by the customer.

Manufacturer narrative:
No visible flames, smoke, or burning smell were reported, nor was fire department called. There was no injury to user or pt reported by the customer.